Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had intermittent loss of capture with the output set to 3.8 volts. When the output was programmed at 5 volts the programmer indicated "battery depleted". Since the patient experienced repeated dizziness, the pacemaker was replaced immediately. No patient complications have been reported as a result of this event.